Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please reference medwatch report 2032227-2014-28075.

Event description:
The customer reported that her blood glucose was 52 mg/dl, but the sensor read 102 mg/dl. The sensor was in place for six hours. Calibration and insertion techniques were discussed. The customer did not notice bent cannulas on the previous sensor. Nothing further was reported.